Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I. It was reported that patient was having issues with their stimulator and they could feel some shock. No further complications were reported as a result of this event.